Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The device was found out of specification in relation to the reported inoperable keypad which was reproduced. Evaluation observed the first row of keys (soft keys) to be inoperable due to a failed keypad. The keypad was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that half of a spectrum pump's keypad was not functioning. There was no patient involvement. No additional information is available.